Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and buttons were not responding. Customer's blood glucose was 224 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
All of the buttons are functioning properly, however moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.